Event description:
It was reported that the ventilator had an intermittent check vent cooling alarm. No patient involvement. The investigation is ongoing.

Manufacturer narrative:
A philips remote service engineer (rse) reported that the customer reported that the device had a 1105- alarm led failed error code, but did not specify the intermittent check vent cooling issue. During following, the rse was not able to provide any further details. A philips field service engineer (fse) evaluated the device, and reported that the error code 1105 was present; however, no details were documented regarding the intermittent check vent cooling issue. During follow up with the service engineer, it was reported that the intermittent check vent cooling alarm was not confirmed. No further action was required regarding the intermittent check vent cooling alarm.